Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/14/2025, an arthrex subsidiary employee reported via email that an ar-8990 fibertak dx suture anchor had the tip of the inserter break and leaving a 1-2 mm fragment inside the patient. The fragment was not retrieved from the patient. The case was completed successfully. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 02/25/2025: no additional product was used to complete the case, no case delay, and no added anesthesia was administered to the patient. No revision surgery was needed to remove the broken fragment from the patient, and no additional treatment for the patient was required. The patient did not experience a reduced quality of life due to the deviation, and no hospitalization was needed. This occurred during a shoulder procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.